Manufacturer narrative:
An evaluation of the device confirmed the reported complaint. The internal battery was replaced to address the issue. (B)(4).

Event description:
It was reported to resmed that an astral device had a defective battery. The device was not in patient use when the reported event occurred.